Event description:
Patient was upgraded from a boston science pacemaker to a boston science crtd. 1 day post op patient had a hematoma. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).